Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: saline was leaking from locksite on the arterial line during priming. Unable to stop. Line was not used. During initial set up, ns was leaking from the atrial med/ blood port- unable to get it to stop by adjusting cap. Lines not used for patient care. Patient injury: no.